Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 18, 2007. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed:there were no visible signs of damage outside of scratches on the knob of the aiming arm and the golden sleeve of the inserter. The complaint is confirmed as the inserter would not pass through the designated hole in the aiming arm. The complaint condition was most likely caused by repeated use of the device over 8 years and not because of a design related deficiency. The devices were returned and reported that the inserter would not advance through the aiming arm. This condition is confirmed; the inserter would only advance approximately 5 centimeters before catching on the aiming arm. The inserter showed significant deformation along the grooves which travel through the aiming arm ball bearings. The ball bearings likely got caught in the indentations along the inside of the inserter¿s grooves. The devices and their adjoining parts are intended to be struck with a hammer, and it is likely that eight years of use in this manner has led to this complaint condition. The returned inserter is in fairly battered condition. The design history records reviewed and the device was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that after sterile processing it was noted that the trocar for the spiral blade inserter would not pass through the cannula of the aiming arm- it was sticking. There was no visible damage noted to the instrumentation. It is unknown when this event occurred. There was no report of an associated surgical delay or patient harm. This report is 1 of 1 for (B)(4).